Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the balloon did not unwrap properly is not confirmed. Although, the root cause of the complaint remains undetermined the device passed all functional testing. The iab was pump tested and no alarms occurred. No further action required. For related complaint see MDR #1219856-2017-00317 and tc # (B)(4).

Event description:
It was reported by the rn that they were receiving high pressure alarms after the intra-aortic balloon (iab) was placed and that the iab would not unwrap. Therefore the iab was removed prior to the call and as a result the iab was replaced with a second iab. Patient outcome: stable there was no reported patient complications and no reported serious injury. No medical intervention was required.

Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #1219856-2017-00317 and tc #(B)(4).

Event description:
It was reported by the rn that they were receiving high pressure alarms after the intra-aortic balloon (iab) was placed and that the iab would not unwrap. Therefore the iab was removed prior to the call and as a result the iab was replaced with a second iab. Patient outcome: stable there was no reported patient complications and no reported serious injury. No medical intervention was required.